Event description:
The customer reported inaccurately low blood glucose readings with test strips. She opened the bottle of test strips approx. 2 weeks ago and immediately noticed a significant drop in her blood glucose readings. She performed a side by side comparison test using another test strips versus co's test strips. The results were 110 mg/dl and 74 mg/dl respectively. She performed a normal control solution test and the result was 100 mg/dl versus a normal control solution range of 110-164 mg/dl. Another normal control solution test was performed with the co's rep and the result was 18 mg/dl. A check stri test, also performed with the rep, yeilded a result of 72 versus a check strip range of 66-96. The code was set correctly for all tests. The desiccant is in the bottle of test strips. The customer stated that she store her test strips in a kitchen drawer.